Event description:
It was reported that the system 7 dual trigger rotary leaked an unknown substance from the bottom of the handpiece during the cleaning process. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the system 7 dual trigger rotary leaked an unknown substance from the bottom of the handpiece during the cleaning process. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of leaking was not able to be duplicated. A clean, lube and adjust was performed and the device was returned to the customer.